Event description:
"Customer stated ""his dad was sitting in a chair and he saw smoke coming from the switch. His dad said it sparked but he never saw the spark"" the product was returned for investigation. The product was approx. 34 years 11 months old when the incident occurred. An investigation was done into the customers complaint, and the inspector found that all components of the product were working except for the switch, which was burned on the inside. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot."